Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer said, her daughter had a pod which gave an occlusion alarm after about 12 hours of wear. She said that her bg got up to high before she went to bed (9 pm), so she gave an 8 unit bolus. She checked again at 2 am and her bg was "in the high 300s", so she didn't give another bolus. At 6 am, the pod gave the occlusion alarm. She said there was no blood in the cannula, it was not bent or kinked, and she did not notice anything abnormal about the site (on her arm). She was able to activate a new pod successfully. Returned suspect pod for evaluation.